Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range low voltage shock impedances. No shocks have been delivered since implant. Technical services (ts) reviewed the case and also noted decreasing amplitudes since implant. Technical services (ts) suspects the observed changes are related to a superficial placement in a patient with high body habitus. Ts provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported. This s-ICD was subsequently explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range low voltage shock impedances. No shocks have been delivered since implant. Technical services (ts) reviewed the case and also noted decreasing amplitudes since implant. Technical services (ts) suspects the observed changes are related to a superficial placement in a patient with high body habitus. Ts provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported. This s-ICD was subsequently explanted and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range low voltage shock impedances. No shocks have been delivered since implant. Technical services (ts) reviewed the case and also noted decreasing amplitudes since implant. Technical services (ts) suspects the observed changes are related to a superficial placement in a patient with high body habitus. Ts provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range low voltage shock impedances. No shocks have been delivered since implant. Technical services (ts) reviewed the case and also noted decreasing amplitudes since implant. Technical services (ts) suspects the observed changes are related to a superficial placement in a patient with high body habitus. Ts provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.